Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product by the customer. Result the used returned transfer set was visually inspected, also pictures were made. The transfer set was found disconnected in a distance of 8cm from the connector. When examined under the microscope, it was found a characteristic discoloration all over the transfer set (from kinking and stretching the tube). Under the microscope is simply to recognize that the transfer set was disconnected by shear forces and effects of excessive force. No head set has been received. Since the head set has no relation to the customer complaint no retain sample will be investigated. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2013 patient reported her blood glucose level was up and she noticed that the infusion set tubing broke at the luer and also about 5 inches above the luer lock. Patient stated this issue has occurred three times. Patient reported she noticed that her blood glucose level was higher and then she found the crack in the infusion set tubing at the luer lock. Patient stated she hears the click when connecting to the infusion site. Patient reported her blood glucose level was 405 mg/dl and she was able to self-treat. Patient's normal blood glucose range is 110-130 mg/dl. No outside assistance was required. Patient stated she used the infusion device to provide her boluses. Patient has discarded two of the alleged infusion sets. Attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.